Event description:
During preparation for a routine device exchange procedure, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. The rv lead was capped and replaced during the device exchange procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.